Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A technical support specialist troubleshooted the device and replaced the faulty latch magnet in drawer 3, performed a full system check and electrical safety test, confirmed patient vital parameters (pvp) were ok, and returned the device to service. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 full height cubie was broken and it showed an error message that it failed to stay closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.